Manufacturer narrative:
Citation: bhogal s.; et al. Crt-700.40 self-expandable versus balloon-expandable valve in low risk tavr patients: 30-day outcomes of lrt substudy. J am coll cardiol intv. 2022 feb; 15(4_supplement):s67. Doi: 10.1016/j.jcin.2022.01.247 earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# (B)(4), product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding 30-day outcomes from the low risk tavr 1.0 and 2.0 studies, comparing balloon-expandable versus self-expanding transcatheter aortic valve implants. All data were prospectively collected from multiple centers as part of a clinical trial. The study sub-population within the article included 396 patients, 102 of whom were implanted with medtronic self-expanding transcatheter bioprosthetic valves, including corevalve, evolut r and evolut pro models (unique device identifier numbers not provided). Among all patients, adverse events included: need for permanent pacemaker implantation, strokes, major bleeding/major vascular complications, moderate-severe paravalvular leaks and valve leaflet thromboses. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.